Manufacturer narrative:
Examination of the devices associated with this report was not possible as they were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After the index tha surgery that was conducted at the same hospital, the loosening of the stem and cup was found. Thus, tha revision was conducted on (B)(6) 2014. During the revision, the impingement between the stem-neck and liner, and scraping of the stem-neck were both confirmed. However, a sign of metallosis was not found. The surgeon wishes this case to be investigated to find out what had caused the complication. The samples are not available for evaluation because the surgeon had already submitted the samples in the previous occasion, and they have not yet returned.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.